Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amplatzer torqvue 45x45 delivery sheath. It was noted that the device needed to be recaptured once. One hour post-implant the patient became hypotensive in the post-anesthesia care unit. A transthoracic echocardiogram revealed pericardial effusion in the posterior and lateral parts of the pericardium. The patient was transferred to the catheterization laboratory where a pericardiocentesis was performed yielding 850+ cc of dark red blood. Because of the continuous bleeding from the drain, the decision was made to transfer the patient to the operating room where a repair of the patient's pulmonary artery was performed. The patient's activated clotting time was 298 seconds. The patient continues to recover from sternotomy and cardiothoracic (CT) surgery in the ICU at this time. The implanter believes the cause of the pericardial effusion to be perforation of the medial aspect of the left atrial appendage which would cause perforation of the lateral wall of the main pulmonary artery.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.